Event description:
The surgeon reported the system is not holding the parameters. The surgeon converted to an extra capsular cataract extraction to complete the case. Additional info has been requested on pt's status.

Manufacturer narrative:
The company service rep examined the system. The touchscreen and the reflux button were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.